Manufacturer narrative:
Medwatch sent to FDA on 07/29/2016. The reporter has declined to provide allergan further information regarding event, product, or patient details. The event of hematoma is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Device labeling addresses the reported event of hematoma as follows: undesirable effects "the patient must be informed that there are potential side effects associated with implantation of this product, which may occur immediately or may be delayed. These include but are not limited to: haematomas."

Event description:
Healthcare professional reported patient was injected by another physician with an unspecified dermal filler. After injection patient developed a hematoma. No medical or surgical intervention noted. Symptoms are ongoing.